Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4075 implantable pacing lead 2013 (B)(6); 6947m implantable tachy lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient had diaphragmatic pacing when lying flat in bed. Therefore lv lead configuration was changed from lv tip to lv ring to lv tip to rv coil. It was noted that the patient is part of the prompt study. The lv lead remains in use. No patient complications have been reported as a result of this event.